Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturer representative on 2018-04-05 reporting that the patient went to the emergency room (ER) after their conversation with the representative on saturday.imaging was performed which confirmed the previous report that the lead was no longer in the epidural space. The patient was going to see a neurosurgeon on (B)(6) 2018. The patient was instructed by the manufacturer representative to keep stimulation off. The neurosurgeon planned to remove the system and repair a possible cerebral spinal fluid (csf) leak. At the time of the surgery, the hcp would decide whether they could repair and replace with a new system or if they would repair the dura only, explant, and get new imaging in order to go from there. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265 lot# serial (B)(4),. Implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot (B)(4), ubd: 06-jun-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling stimulation. The patient stated that they had fluid built up around the battery, which they followed-up with the physician about on monday. Diagnostics/troubleshooting performed includes the lead connection check was done from the programmer and the patient stated ¿16 ok¿. It was reported that they attempted to turn up stimulation to perception. It was indicated that the patient normally feels stimulation in the 2 to 3 range and they turned it up to 7 and felt nothing on all programs. It was reported that the rep was seeing the patient on thursday at 9 am in the office. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. Additional information was received from the healthcare provider (hcp) on 2018-04-01, reporting that the patient came into the emergency room with excruciating pain. The patient reported that they were just sitting on their couch yesterday and suddenly lost therapy. No falls or trauma were reported. The patient called a local manufacturing representative (rep) and they walked them through changing the settings. However, the patient was unable to feel any stimulation on any of the settings. The patient indicated that their pain felt like it did before they had the neurostimulator (ins) implanted. They hcp took an x-ray and it appeared like the leads were no longer in the epidural space. The hcp was wondering if there was anything they could do. Technical services reviewed that the patient would have to see their managing hcp. They stated that the patient told them that they did not want to see their hcp anymore and it was unknown why. A list of hcp from the website were provided. It was reported that the change in therapy/symptoms was considered to be sudden. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. The conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had their device explanted and they would like a full report of the findings. It was reported that the device would be sent back today (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator ins was functionally okay and insignificant anomalies were found. Analysis of the lead (B)(4) found that the stimulator lead body was cut through/product was segmented from explant. The updated conclusion, method and results codes apply to both the ins and lead. If information is provided in the future, a supplemental report will be issued.